Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, that the receiver would not turn on. No additional event or patient information is available. Based on the investigation results this issue has been upgraded from non-reportable to reportable.